Event description:
Customer allegedly received the following results, with two different roche meters, within 1 minute: 1) 58 mg/dl (aviva) and 157 mg/dl (advantage) 2) 119 mg/dl (aviva) and 252 mg/dl (advantage) sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva system. (B)(4)

Event description:
Pt self tester reported discrepant results. Pt's target therapeutic range is 2.5-3.5.